Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, covered stents were associated with less restenosis, recurrence, and reinterventions than bms in patients undergoing primary interventions or reinterventions for cmi.

Event description:
Received an article titled "comparison of covered stents versus bare metal stents for treatment of chronic atherosclerotic mesenteric arterial disease" published in the journal of vascular surgery. The article compared outcomes of mesenteric angioplasty and stenting using icast covered stents or bare metal stents in patients with chronic mesenteric ischemia. Per the article adverse events included prolonged ileus, pseudoaneurysm, hematoma, and cardiac complications.